Event description:
The blood pressure meter started displaying bogus very high blood pressure readings after working fine for weeks. This occurred while I was camping at 8800 ft. Elevation, maybe the lower air pressure triggered very high readings on the device. The blood pressure meter suddenly started indicating very high readings never seen before in years of daily monitoring. 151/105, 180/129,159/107, 163/117 were actual readings it gave. I realized that they were bogus, and I got out my old bp meter, and it showed normal range,= 120/78. It is dangerous because if I had increased my bp medicine dose; I could have flatlined my blood pressure to zero and died.